Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/22/2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and hospitalization for diabetic ketoacidosis. The sensor was inserted at the upper buttocks on (B)(6) 2017. Dates are approximate. Patient's mother reported severe ketoacidosis including symptoms of kidneys stopped and unable to urinate, high blood pressure, heart issues, and fluctuating heart rate. Patient was treated with fluids and insulin. Date of discharge from hospital is unknown. Patient alleges that the cgm is often 120 points off. At the time of contact, patient is recovering. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.